Event description:
It was reported that during the implant procedure, the implantable cardiac monitor exhibited backup vvi operation and could not be interrogated. After a device software download, the device resumed normal function. The patient was well and would continue to be monitored as usual.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).